Event description:
Customer reported a trend in late false positive CT results for their sars-cov-2 pcr samples after a run on panther fusion instrument sn (B)(4) which contained a real positive result. Customer did not provide sample or worklist ids for review. Hologic field service engineer (fse) collected lis data to look at trends and possible contamination points. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic field service engineer (fse) reviewed the logs for a pattern of contamination but did not observe any. Fse advised customer to monitor for assay processing flags and perform monthly maintenance when late CT events occur. Customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((eua (B)(4)), aptima sars-cov-2 ((eua (B)(4)), and aptima sars-cov-2/flu ((eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.